Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was intermittent loss of ventricular capture and post-sensed t-wave oversensing on the right ventricular lead of the implantable cardioverter defibrillator. The device was reprogrammed to address these lead issues. The patient was in stable condition.